Event description:
A notice was sent by unos informing transplant centers of a recent recall involving organ flush solutions. A transplant recipient at (B)(6) received a liver that had been flushed with the recalled solution, "the organ preservation solution, sps-1, is manufactured by organ recovery systems (ors). Bags with microbial growth were reported from two lots." According to the MFR (organ recovery systems), the initial recall resulted from an "uncharacteristic odor" from one of two potential lot numbers indicating potential contamination. We only have one recipient impacted by the recall thus far but are continuing to investigate and determine whether other recipients may be involved. The MFR has not reported any adverse events to date. Our facility does not stock or use the solution referenced in the recall but we are prone to receiving organs that may be transported from other organ procurement organizations. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Organ preservation/transport. Is the product compounded: yes.